Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient reported "silicone bleeding of both implants." Further reported was "double capsule formation." This record represents the left side. The device has been explanted.

Event description:
Patient reported "silicone bleeding of both implants." Further reported was "double capsule formation." This record represents the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown/red particles, deformation, crease fold, cloudiness/voids in the gel observed after autoclave disinfection cycle, and no rupture observed. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Patient reported "silicone bleeding of both implants.". Further reported was "double capsule formation.". This record represents the left side. The device has been explanted.